Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl and other relevant blood glucose levels were over 300 mg/dl, 400 mg/dl and 85 mg/dl. Customer stated that the insulin pump had motor error alarm. Customer stated that the drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm and able to rewind the insulin pump. Customer declined for troubleshooting. The insulin pump will be returned for analysis.